Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 21sep2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A loaner device was returned to pentax medical on 23/jul/2018 for routine service. Inspection of the unit was performed on 06/sep/2018 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Passed wet leak test. Passed dry leak test.